Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support concerned about insulin delivery visualization on the ilet and app; with guidance, the user navigated to history and confirmed insulin on board and active delivery, but reported persistent hyperglycemia with values up to 300 and noted the system was early in its learning phase after a recent supply change. Symptoms included hyperglycemia and episodic hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included telephone troubleshooting and education to review delivery history, algorithm steps, and confirmation of insulin delivery, along with review of the report. Investigation of this case revealed no device alarms, no interruptions to insulin delivery, and no evidence of device malfunction, with glycemic excursions occurring during early adaptation and after an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.